Event description:
It was reported that during service and repair pre-testing, it was observed that the burr device was broken inside the attachment device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was caused by corrosion in the locking mechanism. The assignable root cause was determined to be due to cleaning and/or sterilization processes and/or agents. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The catalog number, lot number and serial number are unknown, therefore, the brand name, common device name, PMA/510(k) number, and device manufacture date are unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.